Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included hypercalcemia and renal failure. The subject device has not been returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm pericardial aortic valve was explanted after an implant duration of 50 days due to calcification leading to degeneration. As reported, this (B)(6) year-old patient with many comorbidities presented at the hospital in critical conditions and underwent an emergency surgery. On transthoracic echo, the aortic bioprosthetic aortic valve showed severely sclerotid-calcified leaflets leading to moderate to severe stenosis. The explanted valve was replaced by a non-edwards mechanical valve. The surgeon assessed that the valve was degenerated due to the patient co-morbidities including hypercalcemia and renal failure. The patient expired after the surgery. As per medical opinion, the death was due to a combination of many factors such as the patient's pre-operative status and comorbidities as well as the emergency surgery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: all three leaflets are substantially stiffer than an as manufactured valve when probed with fingers. The increase in leaflet stiffness most likely resulted from the tissue calcification that was confirmed by histology findings. Extensive intrinsic early stage tissue calcification is evident in all samples examined, suggesting that the bioprosthetic heart valve was undergoing calcification related structural valvular degeneration (svd). Although functional evaluation of the returned valve was not feasible, the leaflet tissue calcification appears to be sufficiently severe to cause the reported valve stenosis. Tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. It is not common for a bioprosthetic heart valve to develop early calcification related svd as observed in this particular valve that is severe enough to be explanted. This patient had a history of chronic renal failure and hyperparathyroidism, which may have contributed to the earlier calcific degeneration of this particular valve.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of calcification was confirmed. X-ray demonstrated wireform intact, commissure 1 bent, and moderate calcification on all three leaflets. As received all three leaflets were dehydrated, leading to leaflets to become rigid. Stenosis was unable to confirmed due to dehydrated leaflets; however, calcification could have contributed to the event. Black mold-like material was observed on the inflow and outflow aspect of the valve. Leaflet 1 had a 3mm tear near commissure 1; serrated markings were observed near the tear (arrow). The sewing ring was cut near commissure 1 and around leaflet 2. The wireform was exposed on commissure 1 and around leaflet 2 at the inflow aspect. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the product evaluation results, the most likely root cause is patient's clinical condition. A manufacturing non-conformance was not identified. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.